Manufacturer narrative:
No alarms were noted and the insulin pump passed the displacement test, rewind, basic occlusion test and motor test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was also received with a cracked display window, a cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a motor error alarm during bolus on insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to return the insulin pump with battery and zero basal rates. The customer was advised that the insulin pump will be replaced. No further information was reported.